Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several red alerts have been generated for this system over the past few months due to out of range shocking impedance measurements. The system was exhibiting varying shock impedance measurements from 80-100 ohms with random measurements which were greater than 125 ohms. No adverse patient effects were reported.